Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment for an abdominal aortic aneurysm approximately 53 months. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that the patient presented emergently with back pain approximately three weeks ago. A CT was done and revealed that there was no aneurysm rupture or stent graft migration. There was a significant thrombosis ring above the flow divider. The physician stated that the patient had an embolism "a clot that was thrown from the heart" and the clot lodged in the stent graft. The occlusion was within the bifurcated stent graft and did not extend into the contralateral limb. The decision was made to implant an endurant aortic cuff stent graft first to cover the thrombus/clot. The stent graft was successfully implanted; however, during removal of the delivery system the physician pulled back on the delivery system prior to pushing up. This caused tapered tip to catch on the suprarenal stent apices. Two stent apices were pulled back and remained in that position. A talent converter stent graft was implanted at the level of the renal arteries followed by a talent occluder and femoral to femoral bypass. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: occlusion. Thrombus ring formation above the flow divider, clot. Conclusions: thrombus ring formation above the flow divider, clot.